Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of an umbilical hernia. A bard/davol composix l/p hernia mesh(device #1), was implanted in patient during this repair. On (B)(6) 2014: the patient underwent surgery to repair a recurrent umbilical hernia. The surgeon made the following findings: ¿recurrent hernia on the superior aspect with contracted mesh¿upon identifying the hernia and the mesh, the mesh was essentially consumed into an enlarging hernia. This mesh was then taken down using blunt dissection and scissors. It was then removed in toto and sent for specimen. At this point, the hernia was identified. The hernia measured about 5cm. For this reason, I then placed a 22 x 17 portion of ventralight (device #2) mesh into the abdomen¿once this was completed, copious irrigation was performed. No bleed was identified.¿ the patient underwent recurrent umbilical hernia repair, a bard/davol ventralight st bard mesh(device #2) was implanted in patient during this repair. On (B)(6) 2015: the patient underwent a ventral hernia repair, excision of mesh, abdomen wall reconstruction, appendectomy, cholecystectomy, small bowel resection, lysis of adhesions, bilateral abdominoplasty, and implantation of biological mesh. Upon entering the patient's abdomen, the surgeon made the following findings: ¿I was able to dissect above the old mesh and excise the old mesh in toto¿we were able to take down all adhesions throughout the entirety of the abdomen. This took about 35 to 40 minutes using metzenbaum scissors and a bovie cautery. There was a piece of small bowel that was entrapped in the hernia that appeared to be somewhat stenotic and damaged¿I elected to excise this portion of the mesh¿I then took an endo-gia 55 mm stapler with a blue load and transected the bowel times 2. The total length of the bowel was only about 3 inches¿I inspected the remainder of the bowel from the ligament of treitz to the terminal ileum, that was without any adhesions. The colon was then inspected. The appendix was visualized. I took the appendix by making a window in the mesoappendix and transected using curved cutter stapler, transecting the mesoappendix with the enseal device¿at this point I inspected the gallbladder. The gallbladder was distended, large and thickened. For this reason, I elected to take out the gallbladder¿I then dissected out the cystic duct, the cystic artery and the liver plate¿I opened the posterior aspect of the rectus sheath and dissected laterally. I did this dissection from the inferior most portion of the rib to the anterior superior iliac spine¿laterally to the transversus abdominis. This completed my posterior myofascial component separation on the right side. At this point I switched sides¿opening the posterior rectus sheath, dissecting laterally to the transversus abdominis¿extended this dissection from the inferior portion of the rib to the anterior superior iliac spine. This completed my left-sided myofascial component separation¿I then inserted a biological mesh __ measuring 28 x 19 cm. I then closed the fascia. The patient continues to experienced and/or continues to experience severe pain, nausea, diarrhea, chills, and loss of appetite which have impaired her activities of daily living. As alleged, patient continues to experience complications related to the composix l/p(device #1) and ventralight st (device #2) in addition, she has required additional surgeries to repair the damage from the product. The composix l/p (device #1) and the bard davol ventralight st (device#2) implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix l/p(device #1)and the bard/davol ventralight st (device #2).